Event description:
I purchased clear care contact 3% peroxide solution not ever knowing there was this type of product sold alongside of regular saline solution. I've worn contacts for over 40 years and never ever had this issue. I had no idea that this product required a special use. Unfortunately, I soaked my contacts in my regular contact case in this product and used the next morning. I experienced terrible burning and pain in my eye and could not figure out what had gone wrong. I then read the bottle. I'd come to tell you I've never read bottles of contact solution. They are typically straight forward in use. This product should be in totally different packaging and not sold alongside of other products for contact lens wearers. My eye still hurts hours later. I'll never purchase this product again and wish there was a way to help others to not have this same mistake and experience. Medication administered to or used by the pt: no. Ismp, (B)(6).